Event description:
On (B)(6) 2017, the reporter (daughter) for the patient (mother) contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another meter (contour) . The complaint was classified based on the customer care advocate (cca). The reporter stated that the alleged inaccuracy began on the (B)(6) 2017, 4:45am. The reporter stated that the patient obtained a blood glucose result of 338mg/dl on the subject meter compared to 132mg/dl on the other device, performed less than 30 minutes apart. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter detailed that the patient manages their diabetes with insulin (self-adjuster) and right away at 4:46am after obtaining the result she took 2 units of humalog insulin. The reporter for the patient stated that 2 hours and 45 minutes after the alleged product issue began she developed the symptoms of ¿couldn't move or speak¿. The reporter detailed that the patient self-treated with food and/or drink. The reporter denied that another device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. The test strips were stored correctly and not expired and the test strip vial was intact. The patient completed a control solution test which fell out with lfs¿ acceptable range. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.